Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument partially fired then jammed. The hospital has reported no pt injury occurred.